Manufacturer narrative:
A facility reported that the accutron nitrous mixer unit caught fire and injured a dental assistant employee while switching from the first oxygen tank to the second oxygen tank. This employee suffered 2nd degree burns to both the left hand and right thigh. That same day, they were sent to burn unit at uab where they received wound care treatment. The employee was discharged the same day and given instructions on wound care treatment to perform. Accutron qa followed up directly with the facility. It was confirmed that there was no patient in the room and no other personnel was injured as a result of this incident. Dr. (B)(6), the facility dentist who was in the next room indicated that the fire came out of the front near the "empty" cylinder upon changing over to the reserve back cylinder. The fire depleted quickly and no external extinguishing methods were necessary. Dr. (B)(6) also reported that he identified a gas leak with the equipment a week earlier before the incident. There was no reported safety actions taken to resolve or investigate the source of the gas leak before the incident occurred which is not compliant with the nitrous mixer's IFU required training on nitrous oxide use. After detailed review of the provided information and condition of the equipment returned, there is potential that the check valve became contaminated (particulate debris) during their equipment transport between various offices and did not fully close. The reserve cylinder having a (contaminated) check valve could cause a gas leak. Dr. (B)(6) indicated that the cylinders are taken off the manifold during routine transport between facilities which could potentially expose the manifold ports to contaminants. Dr. (B)(6) stated that he does not think the problem was with the nitrous mixer unit. The oxygen cylinder is currently under investigation by (B)(4), distributor/filler of the gas cylinders. This is an isolated incident that will continue to be monitored in accutron's complaint handling system. (B)(6).

Event description:
A facility reported that the accutron nitrous mixer unit caught fire and injured a dental assistant employee while switching from first oxygen tank to the second oxygen tank.